Manufacturer narrative:
H6: product analysis: part # 436120b, lot # ca19l106 visual and optical inspection of the centerpiece expander did not reveal any damages that would hinder the implant from expanding. The body set screw appears to have been backed and out threaded back in causing the thread damage. The cage is no longer able to be locked into position due to the damage threads on the screw. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t11-l2 posterior fixation t12 vertebral fracture. It was reported that the product was opened, first connected to the inserter, then checked to see if it was telescopic. At this point, it did not expand or contract. The pink screw in the center was slightly loosened, but the condition did not change, so it was replaced with a new cylinder. Product will be returned. Product didn't come in contact with the patient and this event happened outside of the surgical field. There were no patient symptoms or complications reported as a result of this event.